Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading was 525 mg/dl. The customer did not feel well enough to troubleshoot and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. She was advised to call back if the issue persisted. The insulin pump was not returned or replaced.